Event description:
Child in infant seat turned blue and the apnea monitor did not alarm. Witnessed by parent, child was removed from seat and color improved and child was breathing with normal respirations. The monitor was running on battery power at the time. Home health respiratory therapist came to the home after the incident was reported and checked the machine and it appeared to be working. It was removed from the home and replaced with another machine. It has been sent to our clinical engineering department for evaluation.====================== health professional's impression======================unsure, respiratory therapist was called to the home after the event and the monitor appeared to be working.